Event description:
It was reported that the pump of this artificial urinary sphincter (aus) was no longer working due to a fluid loss in the device. The aus was explanted. There is no additional information reported.